Manufacturer narrative:
D10 concomitant product: onb12stf, onb12stf versaone opt 12 std trocar, (lot #unknown) additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A visual inspection of the returned photos noted a view of a powered adapter inserted through a port and connected to a reload. A reusable insertion guide was noted in the background of the image. The second returned image contained a view of the distal end of a reload. Laminates could be seen protruding from the articulation joint. The blowout plate on that side of the reload was found to be fractured. The I-beam was found to be located just proximal to the 1 cm cut mark. The third returned image contained a view of the jaws of the reload. The jaws were found to be deflected downward out of their usual orientation. Properly formed staples could be seen along the length of the reload up until just distal of the 1 cm cut mark where tissue was present. The I-beam was located just proximal to the 1 cm cut mark. Again, damage to the laminates and blowout plate were noted as well as an unusual downward deflection of the jaws of the reload. The cartridge side pivot plate was noted to be pulled distally beyond its normal position. Visual inspection of returned product noted that the reload was received connected to a powered adapter and a 12mm port. The jaws of the reload were noted to be abnormally separated from the main shaft of the reload. The pivot plates were pulled distally beyond normal position. The I-beam was retracted 0.5 cm from the distal end of the I-beam channel. There was damage to one of the blowout plates. The laminates were found to be herniated. During evaluation, the handle began emergency retraction. It was reported that the device partially fired and the knife broke. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the articulation joint broken and instrument locked on tissue. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a rectum resection procedure, while firing the second reload, it stopped and could not be operated further and while hitting the staple line from previously set staples the articulation joint. Knife blade broke and the device locked on tissue. As a result the procedure was converted from laparoscopic to open surgery. The reload had to be cut out of the tissue and replaced by a clamp to resolve the issue.

Manufacturer narrative:
D10 concomitant products: sigadaptxl, sig power sigadaptxl linear xl adapter (serial#:(B)(6), sigphandle, sig power sigphandle handle (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.